Event description:
The customer reported damage to the locking mechanism of the rod support assembly for the budde halo, the customer alleged that this is a product fault rather than customer user error. The unit was not in contact with the pt; however there was a surgical delay of 15 minutes. There was no injury involved with this event.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.